Manufacturer narrative:
Age at time of event: older than 18 years.

Event description:
It was reported that the tip and inner shaft separated from the rest of the device. An innova stent was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the left superficial femoral artery (sfa). The device was advanced contralateral and the stent was deployed without issue. When the physician was attempting to remove the system after stent placement, the inner shaft, including the distal tip, was found to be separated completely. There was no feeling of resistance. The inner shaft and distal tip remained on the guidewire, and the system was able to be removed completely from the body. There were no patient complications reported and the patient's status post procedure was fine.

Manufacturer narrative:
Age at time of event: older than 18 years.

Event description:
It was reported that the tip and inner shaft separated from the rest of the device. An innova stent was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the left superficial femoral artery (sfa). The device was advanced contralateral and the stent was deployed without issue. When the physician was attempting to remove the system after stent placement, the inner shaft, including the distal tip, was found to be separated completely. There was no feeling of resistance. The inner shaft and distal tip remained on the guidewire, and the system was able to be removed completely from the body. There were no patient complications reported and the patient's status post procedure was fine. Device evaluated by MFR: the outer sheath was kinked at the nosecone. The outer sheath showed some slight buckling 61.5cm from the nosecone. The mid shaft showed no damage. The inner liner showed a separation located at 39.5cm from the tip. The tip is part of the inner liner portion that was detached so the tip was detached from the device. The stent was not returned in the device. The handle was separated to inspect for further damage. The separations were caused by possible introducer sheath interference when the procedure was completed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.